Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received inappropriate shocks for supraventricular tachycardia. The therapy was exhausted in one episode. Boston scientific technical services recommended reprogramming. The device was reprogrammed and oral medication was prescribed to control patient's rate. Remains in service. No adverse patient effects were reported.